Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding ") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 12268684) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones and peritonitis. Concomitant products included bupropion (wellbutrin) since 2011, hydrochlorothiazide since 2009, potassium since 2009 and sodium borate (hydralin) since 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: skin rash on arms and torso"), alopecia ("hair loss"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping) / hormonal changes describe: painful menstruation"), allergy to metals ("nickel allergy"), amnesia ("neurological conditions or problems type: memory loss") and ulcer ("bladder or urinary problems or changes ulcer ruptured"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), loss of consciousness ("neurological conditions or problems type: black outs") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, rash, alopecia, weight increased, dysmenorrhoea, allergy to metals, amnesia, loss of consciousness, ulcer and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, pelvic pain, rash, ulcer, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-sep-2018: plaintiff fact sheet received: reporters, patient demographic, essure lot number and events (hormonal changes describe: painful menstruation/ dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and anxiety, rashes or skin conditions type: skin rash on arms and torso, bladder or urinary problems or changes ulcer ruptured, migraines / headaches, neurological conditions or problems type: memory loss and black outs, nickel allergy, weight gain, hair loss, abdominal adhesions) were added. Lab investigations added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 12268684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included kidney stones and peritonitis. Concomitant products included bupropion (wellbutrin) since 2011, hydrochlorothiazide since 2009, potassium since 2009 and sodium borate (hydralin) since 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: skin rash on arms and torso"), alopecia ("hair loss"), weight increased ("weight gain"), dysmenorrhoea ("dysmenorrhea (cramping) / hormonal changes describe: painful menstruation"), allergy to metals ("nickel allergy"), amnesia ("neurological conditions or problems type: memory loss") and ulcer ("bladder or urinary problems or changes: ulcer ruptured"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), loss of consciousness ("neurological conditions or problems type: black outs") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, rash, alopecia, weight increased, dysmenorrhoea, allergy to metals, amnesia, loss of consciousness, ulcer and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, pelvic pain, rash, ulcer, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine perforation ("perforation") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 12268684) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included injury to gastrointestinal tract, right lower quadrant pain, neck pain, urolithiasis, back pain, flank pain, mastodynia, breast mass, vomiting, fibrocystic disease of breast, depressive disorder, obesity, corneal erosion and dysuria. Concurrent conditions included kidney stones and peritonitis. Concomitant products included bupropion hydrochloride (wellbutrin) since 2011, hydrochlorothiazide since 2009, hydrocodone, potassium since 2009 and sodium borate (hydrolink) since 2010. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), rash ("rashes or skin conditions type: skin rash on arms and torso"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping) / hormonal changes describe: painful menstruation"), allergy to metals ("nickel allergy"), amnesia ("neurological conditions or problems type: memory loss") and perforated ulcer ("bladder or urinary problems or changes: ulcer ruptured") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), loss of consciousness ("neurological conditions or problems type: black outs") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, headache, rash, alopecia, weight increased, dysmenorrhoea, allergy to metals, amnesia, loss of consciousness, perforated ulcer and abdominal adhesions outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, depression, dysmenorrhoea, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, pelvic pain, perforated ulcer, rash, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion; on (B)(6) 2005: the tubes are not patent bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records-abdominal pain, headache, lower abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, event added- uterine perforation, patients medical history added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (essure coils removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.